Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed battery time out error and base not responding. The issue happened during infusion and there were a patient involvement and no harm.